Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Event description:
The report states: I recently had an adverse event involving one of your flex tip plus epidural catheters, where it broke off and a portion of it remained in the patient's epidural space. After discussion with the spine surgeon, consideration is being made to keep the foreign body in the patient, however they have a nickel allergy. I was unable to find any further information on your website; would you be able to tell me breakdown/composition of the reinforced-wire inside the catheter?

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I recently had an adverse event involving one of your flex tip plus epidural catheters, where it broke off and a portion of it remained in the patient's epidural space. After discussion with the spine surgeon, consideration is being made to keep the foreign body in the patient, however they have a nickel allergy. I was unable to find any further information on your website; would you be able to tell me breakdown/composition of the reinforced-wire inside the catheter?